Event description:
The patient complains of profuse hair loss since the implantation of an intrathecal pump with prialt on (B)(6) 2017. Dose or amount: 2.4 ugm. Frequency: daily. Route: intrathecal. Prialt, 25 mcg/ml ugm. Dates of use: (B)(6) 2017. Diagnosis or reason for use: low back pain and lumar radiculopathy. Is the product compounded: no. Is the product over-the-counter: no.